Event description:
On (B)(6) 2012, the pt reported being hospitalized on (B)(6) 2012, due to low blood glucose. She stated low blood glucose was due to grief, stress, and she was not eating enough to offset the amount of insulin being delivered by the infusion device. She stated she went to bed and was not able to wake up. Paramedics were called and her blood glucose measured 20 mg/dl. She was taken to the hospital and treated for 2 days. The pt was unable to recall what type of treatment she received. The infusion device was programmed correctly. The pt's normal blood glucose range is 80-120 mg/dl. No product was requested to be returned for evaluation.